Event description:
Related manufacturer report number: 2017865-2022-15652. During an in clinic follow up, episodes of noise were noted on the right atrial (ra) and right ventricular (rv) leads. It was noted the patient had experienced dizziness but it was unknown if it was related to the leads. Lead damage was suspected. Diagnostic imaging was performed and no anomalies were noted. Reprogramming was performed and an additional in clinic follow up is anticipated. The patient was stable.